Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 485 mg/dl at the time of the incident. The customer declined troubleshoot for high blood glucose. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.